Event description:
A customer reported they received a positive cyclesure biological indicator (bi) result 24 hours post-incubation and the load was not recalled. The previous bi had passed. The instruments were not recalled which consisted of a flexible uteroscope (used for direct visual examination of the uterine cavity) and a rhinoscope (used for direct visual examination of the nasal passage). Although scopes are used in areas of the body that are not closed, sterile cavities (such as the abdomen), the risk still exists that the patient may have been exposed to pathogens by instruments that were potential sub-optimally sterilized.

Manufacturer narrative:
H3, h6: the DHR for this cyclesure lot was reviewed. It was determined that this particular lot met specifications and there were no manufacturing non-conformities associated with this lot. The load contents and injection pressures met established specification. A review of the complaints history for this lot number revealed no other similar reported complaint. An assessment of the failure mode and effects analysis revealed no safety or efficacy risk to the user.